Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) and a laboratory result using an unknown method. The meter result was 1.8 inr and within 7 hours the laboratory result was 2.95 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. Retention test strips (lot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
No product was returned for investigation. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.